Manufacturer narrative:
Literature article citation: lee et al. A comparative study between thoracoscopic surgery and posterior surgery using all-pedicle-screw constructs in the treatment of adolescent idiopathic scoliosis. J spinal disorders ((2013) volume 26, number 6, pp 325-333). (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that sixty-five patients with lenke type-1 ais were included and followed up for a minimum of 24 months. Forty-two patients underwent thoracoscopic surgery (thoracoscopic group) and 23 patients underwent posterior surgery (posterior group). Radiographic outcomes, including the correction rate and loss of correction, perioperative morbidities, and complications, were compared it was reported that the patient underwent a posterior surgical procedure. It was found that the patient had a broken rod 1.5 years post-op. Revision surgery was recommended however the patient elected not to undergo surgery. No additional information was reported.